Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's display was damaged and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united (B)(4); the customer report was observed. The physical damage observed was consistent with user mishandling. The device was then recertified and returned to the customer. Product.